Event description:
It was reported that the lens superior haptic vaulted forward and inferior vaulted backwards (z-syndrome). The patient noticed a decrease in vision. According to the surgeon the event was possibly due to manipulation by the patient during post-operative contact lens trial. The patient's prognosis and treatment were described as "good-planned reposition of the iol to correct z-syndrome".

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.